Event description:
Gyrus acmi was notified by a maude event report # (B)(4) that during a surgical procedure, the plastic sheath broke off while inside the pt. The surgeon was able to retrieve the broken piece. The device was evaluated by the spectrum instrument management rep and determined to be a clean break, confirming all pieces were retrieved in their entirety.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.